Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 44 mg/d and the patient experienced loss of consciousness. An ambulance was called by the patient´s mother. A fingerstick was taken by the paramedics, but the patient could not recall the value. The patient was treated with intravenous saline and fluids. The patient recovered at home and declined to go to the hospital. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.